Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 405 mg/dl. Customer experienced diabetic ketoacidosis, vomiting and treated their high blood glucose via insulin drip at the hospital. Customer advised they were wearing the insulin pump the entire time until they were taken to the intensive care unit. Customer declined to perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.